Event description:
The date of event is unknown. Customer reported that nurse observed tubing sliding out of hard plastic collar and disconnected from luer lock hub at patient site. No patient harm reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's report date: 4/22/2009. Patient information requested and all available information is included. This report was filed by the manufacturer.